Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: japan. It was reported that the primary surgery was completely properly and the postoperative condition was good. Three months later the patient developed a fever. Although the symptoms became stable with medicine, the looseness of the screw was found by an MRI test. Infection was caused, therefore revision surgery was performed. The procedure was completely properly without any harm to the patient.

Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 600 d microscope. Panasonic dmc tz8 digital camera. First we made a visual inspection of the screws. First we noticed the absence of one petal at the head of the screw out of lot 52137260. Further we noticed some strange wear marks at the heads, bodies, and threads of both screws. In the next step we made a microscopic investigation of the fracture surface on the head of screw 52137260 (area of missing petal). Here we found sectors with abraded surface and sectors with fracture surface. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause for the problem is most probably user related. Rational: without further knowledge about the circumstances we assume, that the screws were not applied/tightened properly. The wear marks on both screws are clear indications for relative movement between screw and plate. This can go so far that the edge of the slot hole of the plate can abrade petals. No CAPA in necessary.